Manufacturer narrative:
Updated data: b2 - date of death b5 - event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient died 6 days following the valve implant due to respiratory failure.

Manufacturer narrative:
Additional codes: annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 24 hours following the valve implant, the patient presented with headache and respiratory depression. It was noted that subsequent treatment for the subarachnoid hemorrhage (sah) at another hospital was unknown. In addition, there were no history of atrial fibrillation, transient ischemic attack, and stroke. Since head computed tomography scan was not performed prior to the valve implant procedure, details about other contributing factors were unknown. Per the physician, the cause of the sah was unknown. Per the physician, the valve and the valve implant procedure were not contributing factors to the sah. Subsequently, the patient died. The date of death was unknown, and the cause of death was not received.

Event description:
Additional information was received that per the physician, the valve and the delivery catheter system (dcs) can be excluded as contributing factors to the patient¿s death. No further information was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID d-evolutfx-2329; product type: 0195-heart valves; implant date: explant date product ID l-evolutfx-2329; product type: 0195-heart valves; implant date; explant date. The country of the event is jp product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via left subclavian access, no com plications occurred. Following the valve implant procedure, it was noted the patient¿s condition progressed without any problems. The artificial respirator and endotracheal intubation were withdrawn from the patient and the patient was transferred to the intensive care unit (ICU) for observation. One day post-implant, the patient¿s general condition was stable. The patient was scheduled to be transferred from the ICU to a general ward. Prior to the transfer, the patient was ambulatory; however, the patient complained of headache. Subsequently, the blood pressure increased to 160mmhg, and the patient¿s breathing became shallower. An emergency head computed tomography (CT) scan was performed. A head contrast CT scan revealed a diagnosis of subarachnoid hemorrhage in the right cerebellar region; compression of the brain stem was suspected. An intratracheal intubation was performed again. It was reported the patient was transported to another hospital (the facility is a special hospital for cardiovascular internal medicine and cardiovascular surgery only) via emergency medical services. The patient¿s progress after starting treatment at the hospital was unknown. One day later, per the physician, a review was conducted at the heart team conference and the results of the review concluded that there was n o clear relationship between the occurrence of cerebral hemorrhage and the implantation of the transcatheter valve. No additional adverse patient effects were reported.